Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was used during a sling placement performed on an unknown date. According to the complainant, the physician perforated the bladder with the trocar. The bevel on the trocar ripped the small hole in the bladder as the physician was pulling the device out. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be fine. There was no medical intervention done to the patient. The doctor let the bladder to heal on its own.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The exact event date is unknown. It was reported to be four weeks ago. The exact age of the patient is unknown, however, it was reported the patient was over 18 years.